Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed. The customer reported an e coded alarm, but was unable to specify which alarm. The customer also reported the buttons would stick on the insulin pump. Troubleshooting was not performed on the insulin pump. Blood glucose was unknown. The insulin pump will not be returned for analysis.